Event description:
Conversation with surgeon: when attempting to do a clear corneal cataract extraction, he found the knife blade too dull to penetrate the tissue. He requested another knife from a different co, and the surgery proceeded without incident. Surgeon told investigator that when he arrived on board at the base, the or had these knives in stock, and that he attempted to use them, but found he didn't like them because they were difficult to use. He requested and received knives from a different MFR which he routinely uses without difficulty. The day of the incident, someone opened one of the old style knives, and he attempted to use it. Since he was having a problem, he requested another knife and proceeded with the surgery. He has used eye products from this co before but can't remember having a problem, although he hasn't used their knives for cataracts. He was trained and routinely uses storz 2.5 mm or alcon 3.5 mm knives. Surgeon thinks this may be a bad batch of knives. The expiration date is still good on the knives from surgical specialties corp. After consultation with staff dir, it was determined to sustain the complaint as a type I since the item is used for surgery of the eye. A dull knife blade could possibly cause serious damage, leading to more serious complications. Depot contact, was notified of decision. He will send a message to the milmedsvcs and notify the FDA that the complaint has been substantiated as a type I. Notification to the milmedsvs to include that it has been decided to substantiate the complaint as a type I mmc. Because of the area the knife is used, a dull instrument could cause irreparable damage to the eye should too much pressure be used to open the cornea. All microsurgical slit knifes, 3.2mm, angled, and beleled up, under the lot number 1196-10m604260 with a part number stylus 52-3262 should be pulled from use and sent back/replaced by the MFR. Add'l comments: ophthalomology technicians instructed to remove all of this product with the applicable lot number.